Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump displayed a functioning screen but the on-screen button to confirm viewing setup drops did not respond, preventing progression through initial training. Symptoms included no adverse clinical effects, and blood glucose was not affected because the patient had not started ilet use. Outcomes included a device replacement arrangement and instructions provided for shutdown, data syncing to the mobile app, return of the device, and continuation of cgm use with the dexcom app or receiver. Investigation included customer support troubleshooting and initiation of device return for evaluation and inspection of the returned device. Investigation of this device revealed a user interface malfunction consistent with a touchscreen or input control failure on the pump. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the user interface.